Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6).

Event description:
The customer reported that the intellivue mx750 patient monitor has a speaker error on display with no sound coming from speaker. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
The following functional tests were performed: the remote service engineer (rse) talked to the customer and confirmed the defective speaker and arranged for a replacement speaker assembly to be sent to the customer to solve the reported issue. Based on the information available and the testing conducted, the cause of the reported problem is a defective speaker. The reported problem was confirmed. The customer was provided with a replacement speaker assembly to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.